Event description:
The customer observed falsely elevated results using architect stat troponin-I assay lot (B)(4). The customer stated that at least 20 patients received unnecessary treatment or cardiac catheterizations due to this issue. The customer did not provide any specific individual patient results or patient information.

Manufacturer narrative:
The architect stat troponin-I assay performance was evaluated in regards to accuracy by testing an internal troponin-I panel with reagent lot (B)(4). All results were within specification, verifying the accuracy of the assay to detect known concentrations of troponin-I. Assay precision was evaluated by running low, medium and high architect stat troponin-I controls in replicates of four, twice per day, over a five day period. The results of the medium and high controls met the assay package insert ((B)(4)) specifications for the maximum allowable limit for the coefficient of variation of less than or equal to 10% for samples greater than or equal to 0.20 ng/ml. The low control ranged from 0.14 to 0.17 ng/ml and also met assay package insert specifications. The evaluation also consisted of a review of customer complaints received to-date to determine if others have experienced the issue encountered by this customer. The review of this data did identify an increase in complaint activity. Non-statistical trends were identified during the complaint trend review related to discrepant patient results. Additionally, monthly complaint tracking and trending for list (B)(4) did not identify any adverse trends due to lot (B)(4). The precision and accuracy testing performed using the likely cause lot number met acceptance criteria, which indicate acceptable product performance. No additional issues were identified as a result of this complaint evaluation. Based on the results of this current investigation, the architect stat troponin-I assay lot (B)(4) is performing acceptably. A product deficiency was not identified. (B)(4): no known impact or consequence to patient. (B)(4): false positive result. (B)(4). (B)(6).